Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock lead impedance values. At this point the values had not reached limits where further testing was recommended according to the field representative. The rv lead remains in service at this time. No adverse patient effects were reported.